Event description:
The female pt received 2.5 x 13 mm cypher select plus stents in the mid lad and the first diagonal. Approximately eleven months post procedure the pt experienced myocardial infarction. Coronary angiography showed 90% diameter stenosis in segment 7 (mid left anterior descending) and 60% diameter stenosis in segment 9 (first diagonal branch) as well as 70% stenosis in the mid circumflex and 90% stenosis in the proximal circumflex. Re-pci was completed with an additional stent placement. Four days post stated procedure the pt experienced myocardial infarction and cardiogenic shock which resulted in patient's death.

Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. This device is one of two products associated with this event. Please refer to MFR report# 9616099-2008-02078. The product remains implanted in the pt and is not available for analysis. Additional info will be submitted within thirty days upon receipt.